Event description:
Ous MDR - it was reported that the lead was explanted due to oversensing of artifacts. The atrial lead has also been removed. No deterioration of the patient's health was reported. Both leads were returned for analysis.

Manufacturer narrative:
On 8/26/16 - corrected model number. The linox td complained about and the selox jt complained about were returned for analysis. In the returned state, both leads were in fragments. The lead fragments were thoroughly analyzed. During the analysis of both leads, multiple signs of abrasion were found along the fragments. In particular in the proximal area, both leads showed damage to the insulation. The insulation of the linox td was damaged 39 cm proximal of the tip electrode due to fraying. The selox jy showed insulation fraying instances at 4.5 cm, 13 cm, and 23 cm. This damage manifestation can with high probability be regarded as the cause for the interference signals in the rv and ra channel mentioned in the complaint. The position and kind of the fraying instances are characteristic for massive mechanical stress on the lead by strong pressure onto the generator housing with simultaneous friction at it.further damage, such as the conductor fracture of the rope conductor to the ring electrode of the linox td, is with high probability a result of high tensile forces during the explantation process. There were no indications of material defects or manufacturing errors.